Manufacturer narrative:
Concomitant medical products - model: 5076-58, lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had lost some weight and now their implantable cardioverter defibrillator (ICD) "is sticking out of my chest." The patient was referred to speak with their physician. Follow up was completed with the patients listed clinic. The allied health professional (ahp) at the clinic was able to verify that the patient has not been seen in office and the patient has not contacted them regarding the issue. The ahp stated they will reach out to the patient and arrange an appointment. The device remains in use. No patient complications have been reported as a result of this event.